Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00044, 0001822565 - 2018 - 00045.

Event description:
It was reported that the fractured provisional was discovered during a routine tray inspection. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Further review of the product upon receipt, indicates that it did not fracture as initially reported.